Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level increased to 16.1 mmol/l (289 mg/dl) while wearing the pod for approximately 5 to 24 hours. The patient reported uncertainty regarding whether the cannula was properly seated in the arm infusion site and stated that she was unable to visualize cannula insertion through the pod¿s viewing window. In response to the elevated blood glucose, the patient administered correction boluses of 0.1 units followed by 0.3 units at a later time. As treatment, the pod was replaced with a new pod.